Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) noted a loss of penile length and a protrusion at the base of the glans, consistent with the tip of the cylinder. The implanting physician stated that the cylinder could be replaced if the patient elected to proceed. The patient reported that he is scheduled to obtain a second opinion with another surgeon. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Disfigurement is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom disfigurement is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h6: patient codes. Correction to field h6: device codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Erosion and tissue damage are acknowledged within the instructions for use (IFU) and are not related to off label use or failure to follow instructions. The reported patient symptoms of erosion and tissue damage are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with this inflatable penile prosthesis (ipp) noted a loss of penile length. The patient stated they were informed of the potential loss of length, but the amount observed was greater than they had expected. Additionally, they noted what they believed to be the tip of the cylinder 'poking out' at the base of the glans. The implanting physician stated that the cylinder could be replaced if the patient elected to proceed. However, the patient reported that he is scheduled to obtain a second opinion with another surgeon. No additional information was provided.